Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the two-piece connector. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported piccline was administered on (B)(6) 2022. For a blood test on (B)(6) 2022 at 6am, the ide is unable to draw blood (no blood return). The nurse tries to rinse the piccline and observes a discharge between the wings and the point of insertion of the piccline in the skin. She removes the dressing to retest the piccline by rinsing, which confirms the leak. The doctor was called and found the problem, decided to remove it and put a new piccline on. There have been no signs of infection since the event. As of (B)(6) 2022, the patient is doing well.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported piccline was administered on (B)(6) 2022. For a blood test on (B)(6) 2022 at 6am, the ide is unable to draw blood (no blood return). The nurse tries to rinse the piccline and observes a discharge between the wings and the point of insertion of the piccline in the skin. She removes the dressing to retest the piccline by rinsing, which confirms the leak. The doctor was called and found the problem, decided to remove it and put a new piccline on. There have been no signs of infection since the event. As of (B)(6) 2022, the patient is doing well.